Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient's system has been reprogrammed several times by several manufacturer representatives and no one has been able to get the stimulation to cover their pain. The patient reported that they go home and a day or two later, it's malfunctioning and turning itself up when it's not supposed to be. The patient stated that the adaptive stimulation was "on" and the stimulation was going up and down, even when the controller said it was off. The patient stated that the adaptive stimulation also had settings neither they not the reps had ever programmed. The patient stated that they have to keep the controller with them because the patient throws up if the stimulation is on. The patient stated that they have lost 12 lbs because of this. The patient stated that the ins is electrocuting them in the legs constantly. The patient said that their doctor told them that they need to leave the stimulation on for two weeks so that they can determine if there is an issue with the system. No further complications are anticipated.

Manufacturer narrative:
Product analysis #241717642: analysis information : 2019-09-18 13:03:26 cst pli# 10 product ID# 97715 below is unedited, system generated text based on the analysis finding code(s). The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The implantable neurostimulator (ins) passed functional testing. Concomitant medical products: product ID 977a260 serial# (B)(4). Product type lead product ID 977a260 serial# (B)(4). Product type lead device evaluated by MFR: analysis of the ins (B)(4). Found that the ins was functionally okay and had insignificant anomalies. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative. It was reported that the device was taken by the hospital staff on the day that it was explanted. The manufacturer representative stated that they were able to retrieve it on (B)(6) 2019 and would mail it that day. The patient further reported on (B)(6) 2019 that they have never been more upset or suicidal over a company¿s lack of assistance. It was reported that their second implantable neurostimulator (ins) nearly killed them with depressions because they were being electrocuted randomly. The patient stated that sometimes the shocks were enough to wake them from a dead sleep and put them on their feet shaking. Other times the shocks were minor; they would simply take their attention and make them juggle everything to find their remote. The patient mentioned that it took them nine months to get in touch with a manufacturer representative and arrange for their ins to get removed. The patient reported that the implant was faulty and that the device was explanted on (B)(6) 2018 because of a ¿technical failure.¿ it was noted that the reason for the patient¿s call was to ask what the ¿destructive analysis¿ results were for the implant. No further complications were reported or anticipated.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient via a manufacturer representative (rep). It was reported that the system was explanted due to the patient not getting relief. The rep said there had been numerous reprogramming's. It was noted that the issue was resolved at the time of the report. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient was reiterating multiple issues that were previous reported and going to see an hcp. It "electrocutes the patient randomly and turns off when I'm walking" while as is enabled. The patient reiterated that she's been reprogrammed multiple times, but it does not resolve the issues and her pain is still not relieved. The patient says she does not believe anyone with a clinician programmer has interrogated the system to verify its integrity. The believes there may be an issue at the connection because she felt a "poking pain" and pulling sensation at the connection area from beginning of when this system was implanted. The patient is going to see 2nd opinion from hcp on this list. There were no further complications or anticipations reported with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain, failed back surgery syndrome. It was reported that the patient was feeling stimulation in the wrong location their back, stomach, down legs + feet, and had never had adequate pain relief from the implanted system. The patient stated that the simulation felt like it was less "potent" as time passed. Additional information was received from the consumer. It was reported that her complaint was about the patient¿s neurostimulator for pain. The patient reported the device turns itself off whenever it feels like it and they have no idea when it will turn itself off. The patient does get it to charge. The patient further reported that the device had just turned itself up and was electrocuting them. The patient was angry the patient was redirected to their healthcare provider (hcp).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the stimulation would fluctuate in intensity with the adaptive stimulation turned off. It was reported that this has been occurring since implant. It was reported that the intensity would change from 3.6 to 7.4 ma on its own. It was noted that these values are associated with the adaptive stimulation on the overview screen. The rep turned off the adaptive stimulation was will have the try the ins to see if the amplitude changes. No further complications are anticipated.

Manufacturer narrative:
Product ID 977a260, serial# (B)(4). Product type lead, product ID 977a260, serial# (B)(4). Product type lead. Analysis of ins ((B)(4)) has not yet begun. An additional report will be sent once analysis is complete. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that their second implantable neurostimulator (ins) was broken before implant. The patient stated that it never worked one day. No further complications were reported or anticipated.